Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient had a hypoglycemic event in which he had cramping and lost consciousness. It was reported that the cgm had a signal loss at the time of event. An ambulance was called; his bg level when the ambulance arrived was 3.6mmol/l. He was hospitalized, had soreness and nausea, and was discharged the next day. No treatment information was provided. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product was provided for investigation. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.